Event description:
It was reported that during a subtotal thyroidectomy procedure, the device was disassembled as usual and passed the self-test. When the surgeon attempted to use the device on the pt to cut the tissue, he found that there were white strips and powders generated in the cutting/coagulating procedure. With the next attempt of activating the blade to a maximum 5" mode, the shears were found to continuously generate the same white strips and powders, which is like the texture of the tissue pad. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.